Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage on the fenestrated bipolar forceps, an investigation was completed determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and fount to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The electrode was exposed. The fenestrated bipolar forceps' grips were manually manipulated and passed the electrical continuity test. The fenestrated bipolar forceps driven on an in-house system and delivered intermittent energy with no signs of arcing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have a melted thermal damage to the plastic by the base of the tips. The thermal damage looked like a "v". There was no reported patient impact or harm. Intuitive surgical inc. (Isi) followed up with the robotics coordinator, who was unable to recall any issue related to the thermal damage from the most recent procedure in which the instrument was used.